Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The investigation is ongoing.

Event description:
The initial reporter complained of a questionable crep2 creatinine plus ver.2 result for 1 patient sample on a cobas c 503 module analyzer serial number (B)(4). The analyzer did not produce a result for any test on the initial run. All tests resulted in a flag indicating a clotted sample. The repeat result was 5.26 mg/l. The results were not reported outside the laboratory. The sample was from a heparinized tube. The customer confirmed the patient's sample was ok, no fibrin, and not viscous or thick. The customer is alleging that an unknown interferent in the sample has caused an incorrect result.

Manufacturer narrative:
It was determined the sample in question was completely clotted. This is an indication of a preanalytic issue. Preanalytic's are within the customer's responsibility. There was no indication of a device malfunction.